Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) stating that the device was taken out of over-discharge state on (B)(6) 2020 at the doctor's office. Patient weight was not provided as it is confidential information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An over discharge was reported. The implantable neurostimulator (ins) was turned off approximately 4 months ago due to other issues that were non device related. The patient had an appointment on the day of the report to get the ins turned back on and it was discovered it was not communicating, and was in an over discharge. Directions for ins recovery/ physician reset mode (prm)/ clearing power on reset (por) were provided to the manufacturer's representative (rep). No patient symptoms reported.